Manufacturer narrative:
Product has not been received by MFR, therefore, investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.

Event description:
The event is reported as: complaint alleges that a cracked hose was found on the pediatric hose upon inspection. No pt injury reported.